Event description:
The customer reports that during a laparoscopy procedure, the cartridge popped out and fell into pt. It was retrieved. There was minimum bleeding. There was no pt consequence.

Manufacturer narrative:
.